Manufacturer narrative:
(B)(4). Medical product: unknown nexgen tibial tray, unknown nexgen femoral. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure and subsequently the patient fell and was revised due to fracture of the articular surface. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products : femoral component option for cemented use only size d right, item# 00599401492 lot# unknown, stem extension straight 14mm dia x 100mm length, item# 00598801014 lot# 60145844. Prc agmt block dist sz d 5mm, item# 00599003410 lot# 60190998. Stemmed tibial component precoat, item# 00598003701 lot# 60063915. Stem extension offset 14mm dia x 100mm length, item# 00598802014 lot# 60014136. Unknown augment block qty: 2. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as visual inspection of the returned device shows that the post has fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.